Event description:
Faint or inaudible device alarms in the hospital's clinical settings could lead to missed alarms by the clinical personnel, and may subject pts to pain and discomfort. These device alarms are inherently low by design and the alarm volumes are unadjustable by the users or the hospital's technical staff. Clinical alarms audibility is one of the main challenges health care orgainzations are currently facing in order to be compliant with the jcaho's 2003 national pt safety goals. All scds units are effected.